Event description:
It was reported that the patient received inappropriate shocks due to multiple episodes of noise on the rv lead. During surgery, the rv lead was removed from the header, then placed back in and the setscrew was re-tightened. No noise was present after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.